Event description:
It was reported by a healthcare professional that when printing a halogic mammography image or quality test pattern, from a non-ge workstation after first printing an image from ge workstation, the density is shifted and the quality is compromised. No injuries were reported. The concern is for misdiagnosis and treatment of calcifications, masses and other soft tissue issues.

Manufacturer narrative:
The investigation into the cause is not yet completed.